Event description:
It was reported that noise was observed on the device. Upon explant, insulation breach was noted. The lead was capped and a portion of the lead was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found external abrasions at 14.1-14.5cm and 17.3- 18.3cm from the connector pin due to friction with the ICD can. Etfe coating on one recable was abraded. This caused the reported noise.